Event description:
It was reported that the catheter broke. A 0.021in x 130cm bern tip direxion? Microcatheter was selected for use. It was noted that the catheter broke.

Manufacturer narrative:
G4: premarket / 510(k) #: k142259, k163701. Good faith effort attempts were made to retrieve additional details regarding the reported event and patient impact, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.